Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump has a chip in the battery compartment. The customer's blood glucose reading was 560 mg/dl at the time of incident. The customer indicated that the meter was reading lower than the actual blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced.